Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted concurrently with cystoscopy, hydrodistension, and bladder biopsy due to stress urinary incontinence, urinary frequency, and urgency. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, neuromuscular problems, vaginal scarring and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent the following procedures: (B)(6) 2012 - cystoscopy exam under anesthesia; (B)(6) 2012 - vaginal urethrolysis and excision of sling erosion due to sling erosion and pelvic pain. (B)(4).